Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm on the power module when powered on was not confirmed. (B)(6) was evaluated by the service depot. The unit came in with damaged top and bottom housing. The power module ran for an extended period of time without any issues and functioned as intended. A purchase order was sent to the customer for the physical repairs, but it was not accepted. Therefore, the unit was scrapped. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module would alarm as if it was unplugged while plugged into power. It was checked by a clinical engineer and the issue could not be resolved. The power module was to be returned.